Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: unknown / serial#: unknown UDI #: unknown. Mfg date: unknown. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient died. During implant procedure of the leadless ipg, there was difficulty advancing the delivery catheter into the right ventricle. The leadless ipg then perforated the pericardium, tamponade was evident. A pericardiocentesis was performed and autotransfusion commenced via a pericardial drain. Advanced life support was commenced and patient was transferred to cardiothoracic theatre for surgery. However, the patient was unable to be resuscitated and was pronounced dead.